Event description:
A pharmacist reported one of the trocars had failed to connect to the probe during a procedure. Another pak was opened and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause will be assessed upon completion of the investigation. (B)(4).